Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of the velocity delivery microcatheter (velocity) was kinked upon removal from its packaging. The kinked velocity was found prior to use and was not used in the procedure. The procedure continued using another manufacturer's microcatheter.

Manufacturer narrative:
Result: there was no visible damage to the distal tip of the velocity delivery microcatheter (velocity). The strain relief was stretched. Conclusion: evaluation of the returned device revealed there was no damage to the distal tip of the velocity. Therefore, the root cause of the complaint could not be determined. A 0.025" mandrel was advanced through the velocity without issue. Further evaluation revealed the strain relief was stretched. If the hub and proximal shaft of the velocity are handled roughly during removal from packaging or preparation, damage such as this may occur. Velocity devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.